Event description:
During a laparoscopic cholecystectomy procedure, the grasper broke. The jaw of the instrument broke off and was retrieved and removed form the pt by the surgeon. Dates of use: 2006 - 2007. Diagnosis or reason for use: during laparoscopic procedure. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.